Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
Clinical study. Same patient as 6000093-2007-02123. It was reported that 392 days after a coronary drug eluting stenting treatment procedure, the patient had in-stent restenosis (isr) and required a target vessel reintervention (tvr). The patient was admitted with angina and shortness of breath. A heart catheterization disclosed a 75% stenosed lesion in the circumflex and a 95% focal lesion in the ostial right coronary artery (rca) within a previously placed stent. The physician then placed a taxus express2 3.50x28mm drug eluting stent inside the previously placed stent, reducing stenosis to 0%. There was no procedural complications. The patient was chest and groin pain free with stable vital signs, and was discharged the next day on aspirin and plavix. On 392 days post procedure, the patient presented chest pain. Cardiac catheterization revealed the rca "has 95% ostial in-stent restenosis". The proximal rca was treated with balloon angioplasty.